Event description:
Litigation alleges that patient experienced debilitating pain, aching, and instability, which in turn negatively affected her day to day activities and quality of life. During patient's revision surgery, her doctor noted a significant amount of inflammation in the hip, a tremendous effusion in the hip which was evacuated, and reported that there was no bone growth on the cup.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.